Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73k1800340 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips were not properly loaded into the jaws; although the user pulled the trigger several times, the clips were stuck in the applier and did not come out to the jaw tip. The device was replaced with a new one.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the rotation tab bent and the first clip protruding from the channel. The returned sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was able to properly load into the jaws of the device and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the remaining clips. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the feeder was bent at the proximal end. The sample was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. The bent rotation tab, the first clip protruding from the channel and the feeder being bent are indications that the clips were out of position and stacking on one another. Although the remaining clips were able to fire properly, the broken ratchet could cause the clips to come out of position and could prevent the clips from properly loading into the jaws. It could not be determined what exactly caused the ratchet ears to break but a nonconformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips stuck in applier" was confirmed based upon the sample received. One device was returned with the rotation tab bent and the first clip protruding from the channel. The sample was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. Upon functional inspection, all of the remaining clips were able to properly load into the jaws of the device and were successfully applied to over-stressed surgical tubing. It was found that the ratchet ears were broken , and the feeder was bent at the proximal end. The bent rotation tab, the first clip protruding from the channel and the feeder being bent are indications that the clips were out of position and stacking on one another. Although the remaining clips were able to fire properly, the broken ratchet could cause the clips to come out of position and could prevent the clips from properly loading into the jaws. It could not be determined what exactly caused the ratchet ears to break but a nonconformance has been opened to further investigate this issue.

Event description:
It was reported that the clips were not properly loaded into the jaws; although the user pulled the trigger several times, the clips were stuck in the applier and did not come out to the jaw tip. The device was replaced with a new one.